Event description:
It was reported that during a laparoscopic gastric bypass procedure, one side of staples did not deploy. There was no patient consequence. Another like device was used to complete the procedure.